Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer does not always clean the colonovideoscope immediately after use, it is put into the cleaning machine. There were no reports of patient harm.

Manufacturer narrative:
Per additional information received, reprocessing was performed differently than what¿s listed in the instruction manual (including improper leakage testing). Also, the hospital did not clean the endoscope immediately after use (put it into the cleaning machine), causing the nozzle to get stuck. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. The instructions for use warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.